Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination and functional testing found the returned device to meet specification. There were no kinks/bends present on the device. It was confirmed that the correct complaint device was received. No bends/kinks were present on the device, therefore, the most probable root cause is not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a dreamtome sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, prior to the procedure, when the device was removed from the package, the distal tip was found to be bent. No damage to the packaging was visible. The procedure was completed with another dreamtome sphincterotome. At the time of this event, the patient was neither en route to or present in the room.

Event description:
It was reported to boston scientific corporation that a dreamtome sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, prior to the procedure, when the device was removed from the package, the distal tip was found to be bent. No damage to the packaging was visible. The procedure was completed with another dreamtome sphincterotome. At the time of this event, the patient was neither en route to or present in the room.